Event description:
It was reported that the lead was not staying in the right ventricular (rv) apex. The physician performed two lead revisions but was unsuccessful at implanting the lead. The lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).